Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is not possible to perform a thorough analysis as the device was not returned for analysis. Factors that can contribute to irregular balloon inflation include, but are not limited to, balloon damage during manufacturing and lesion calcification/anatomy. The report of a similar necked appearance at 2 different lesion sites would indicate that the issue was with the balloon and not the lesion anatomy, yet the reportedly normal inflation when removed from the body would indicate that the issue was not with the balloon. As this information appears contradictory and the balloon was not returned, it is not possible to form a likely cause for this reported incident. A conclusive cause could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database revealed no other complaints reported for this lot. There appears to be no lot specific product quality deficiencies. In manufacturing, all balloon dilatation catheters are 100% visually inspected for balloon damage, and inflated online to inspect for proper size and shape. Additionally, a sample of units from each lot is taken to verify rated burst pressure and visual balloon characteristics.

Event description:
It was reported that the armada dilatation catheter was advanced to the target lesion in the mildly calcified, distal superficial femoral artery (sfa). During the first inflation at 8-16 atm, the center portion of the balloon did not inflate although both ends of the balloon inflated. The balloon was described as looking like a long party balloon twisted in the middle. The balloon was fully deflated and moved to another location in the sfa and the same inflation issue occurred. The balloon was fully deflated and was removed from the body without difficulty. There was no adverse patient effect or clinically significant delay in procedure or therapy. Outside of the body, the balloon was able to be fully inflated at nominal pressure without difficulty. The physician felt the inflation issue was not due to calcium, plaque or air since the same issue occurred in two different locations in the sfa. Though requested no additional information was provided.